Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06774, 2938836-2019-06776. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Further information is not available as hospital privacy regulations prevents the hospital from releasing the information.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.